Event description:
A heartware field engineer attended the site the following day for further assessment. Visual inspection of the driveline cable connector ((B)(4)) showed one blackened pin and a small amount of contamination ("greenish substance and clear fluid"). The corresponding controller connector ((B)(4)) also had visible contamination of one pin. The patient was prepared with heparin in the intensive care unit for a cleaning procedure. The cleaning procedure was performed per procedure. Three cleaning cycles were performed in total with each involving one minute of pump-off time. The patient tolerated this very well. An elective controller exchange was also performed. No electrical faults could be reproduced following the cleaning.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The device (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed contamination of the driveline port; functional testing revealed that the device failed to perform per specifications. Electrical fault alarms were triggered during functional testing. Pictures sent by the field service engineer confirm the presence of a foreign material in the driveline connector port of the controller. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.